Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited far r-wave over-sensing. The atrial lead was reprogrammed. The patient was in stable condition.